Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The device history record was reviewed and found no exception documents. The complaint data base was reviewed and found one similar complaint for this lot number. Based off of similar complaints it is suspected that the rotator separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness or corrective actions taken. Evaluation method: evaluation based off of similar complaints, device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator broke during use. No harm or injury was reported.